Manufacturer narrative:
Additional information received on 9/3/2019 indicated the device serial number is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 500cc (r) and 525cc (l) and experienced bilateral capsular contracture baker grade IV and rupture on the right side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 650cc, catalog number 3506504bc, lot number 7694252, serial number (B)(4) on (B)(6) 2019. This report is for the left side.